Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was removed and replaced in a secondary procedure due to an unexpected myopic outcome. It was stated that there was no incision enlargement made during explant. Patient noted to be doing well. No complications were reported.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was received at our manufacturing facility for an inspection. A visual inspection showed a half optic part, an intensive search for the other part of the lens within the packaging was not successful. No optical deviations on the returned optic part were found. No further investigation was possible due to the condition of the returned lens. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing record review indicated no deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted.